Event description:
Related manufacturer reference number: 2017865-2022-03208. It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had high pacing impedance and a high capture threshold causing intermittent capture and the patient's right atrial (ra) lead had loss of capture. A chest x-ray revealed that the rv lead was fractured and the ra lead was dislodged. On (B)(6) 2021, the ra and rv lead were capped and replaced. The patient was stable throughout procedure.